Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device ran without user activation. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 2 reported events are included in this follow-up record. Product return status: 2 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were previously reported during the reporting period; however, 1 previously reported event in this report was also reported under MFR report # 3015967359-2023-00384. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received.

Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. 1 event had no patient involvement; no patient impact.